Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4296 implantable pacing lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds. The physician believes the lead may have been placed on a scar from a previous lead revision. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.